Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.

Event description:
Healthcare professional reported right side filled to 1400cc. Upon further review of the event by abbvie medical safety, this event is considered not reportable to the FDA as there was no allegation of patient/user harm or device deficiency.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: filled to 1400cc.

Event description:
Healthcare professional reported right side filled to 1400cc. The device remains implanted.